Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 6 years, since the subject device was manufactured. Based on the results of the investigation, it was likely, that the event caused by stress of repeated use, external factors or handling of the device. However, the definitive root cause could not be determined. The event can be detected, by following the instructions for use, which state: it was confirmed, that instructions, operation manual, chapter 3: ¿preparation and inspection¿: section 3.3; ¿inspection of the endoscope¿: describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the deflectable videoscope exhibited peeling objective lens adhesive. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.